Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced ise (ion selective electrode) reference block, ise buffer valves and synapse tubing, which resolved the issue. (B)(4). Patient demographic information was not provided.

Event description:
The customer reported erratic sodium (na) and chloride (cl) patient results were generated on cell 2 of the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.